Event description:
According to the reporter: occurred during a lobectomy procedure. For the third firing, the surgeon pushed the green firing mode button, however, the status indicators were not flashing. Re-connected the reload to the adapter and the firing was successful. After that, for the vessel resection, the surgeon started to fire the device. However, the device stopped immediately. Pushed the blue button over again, however, the device did not react at all. The pushed the sliver button, opened the jaws, noticed the partial stapling and the oozing. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.